Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the uicr on the fluoroscope. The system operates as intended.

Event description:
The customer reported that the uicr displayed the error message 'please wait" and the buzzer rang. All lights on the systems then turned on.